Event description:
The customer reported the ventilator alarmed with a message indicating high oxygen supply pressure. The customer reported there was no pt harm. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen vale is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the pt using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a pt. The fse informed the customer that the o2 cylinder is the caused of the reported problem. The rt director ordered the removal of the o2 cylinder and not allowing anyone to use these cylinders with the v60. Fse also tested the unit and verified that is functioning correctly. All applicable testing was performed and passed. See scanned page.

Manufacturer narrative:
Oxygen cylinder.